Event description:
During a lobectomy procedure, when the stapler was fired into the tissue, it would not release. The surgeon resected the instrument from the application site and applied a second device.